Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the heater line and the heater solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill one. The patient was connected at the time of the alarm. The technical service representative (tsr) explained the alarm to the patient. During troubleshooting, the patient stated the heater line became undone due to a loose connection. The tsr advised the patient to start over with all new supplies. The patient decided to skip therapy. Product surveillance (ps) contacted the patient regarding the reported disconnection of the heater line and heater bag. Ps asked the patient if they had any difficulty connecting the heater line to the heater bag during set up, the patient stated no. The patient stated they felt it was as secure as they could make it and that they were not sure why it disconnected. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.